Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.

Event description:
It was reported that the device reached end of service (eos) as determined on arrival at a routine six month device check. The previous device check showed the battery voltage had been at 2.95 volts. The recommended replacement time (rrt) was noted to have tripped six months prior at 2.81 volts. Premature battery depletion is suspected. The device was explanted and replaced successfully. No patient complications have been reported as a result of this event.